Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event, however, the programmer would boot up to a system error; the hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis found the ECG (electrocardiogram) connector on lem (link electronic module) printed circuit board assembly was loose but functionally ok. The programmer stylus was missing and the system fan was noisy. (B)(4).

Event description:
It was reported the programmer could not be updated with the advisa sr software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.